Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd intima ii¿ IV catheter y-connector was damaged and leaked during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, the child visited the outpatient department of our hospital mainly because of "cough", and was given intravenous fluid therapy. When the nurse gave intravenous fluid therapy to connect the intravenous indwelling needle, it was found that the y-connector was leaking. Replacement, causing a second puncture to the patient and increasing pain."